Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 370 mg/dl. The customer experienced nausea, vomiting and lethargy. The customer had been treating only with the insulin pump and the blood glucose was not brought down. At the hospital, the customer was treated with intravenous fluids and insulin. The drive support cap appeared normal. The insulin was clear and the insertion site was not sore or irritated. The infusion set was removed and it was found that the cannula was bent. The caller was advised that may have contributed to the high blood glucose and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.